Event description:
It was reported that a user experienced perceived low glucose following meal announcements, with device and cgm alerts prompting carbohydrate intake, while available reports showed a lowest glucose of 99 mg/dl during the cited episode; the user also reported making multiple meal announcements to address a glucose around 210 mg/dl and requested resetting meal dosing, for which a factory reset and relearning were discussed and education provided on appropriate use to avoid algorithm disruption. Symptoms included none. Outcomes included self-treatment with fast-acting carbohydrates without outside assistance or medical intervention. Investigation included complaint intake review, device-use troubleshooting, and user education on alerts, meal announcements, and factory reset. Investigation of this case revealed inconsistent user-reported values versus available device reports and potential over-announcement behavior that could influence automated insulin delivery, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.